Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to physically damaged c601 capacitor on the bedside pca. The root cause for the damaged c601 capacitor could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that an (B)(6) patient's charger was unable to power on.